Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no issues or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29feb2020. It was reported that the balloon could not inflate. The more than 70% stenosed target lesion was located in the left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon could not inflate. The balloon was removed from the patient without any intervention and the procedure was completed with a different device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed a balloon pinhole located at the proximal markerband.